Event description:
A nursing technician reported the system displayed phaco power loss, as if there was a power outage, and aspiration was "difficult" during the procedure. Additional information was received reporting that troubleshooting was performed by attempting to replace the handpiece, but the issue persisted. The case was completed with "weak aspiration," and the phaco power was continuously weak. There was a reported delay in procedure of approximately 30 minutes. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).